Event description:
Patient undergoing a hysteroscopy with resection of submucous myoma, dilation and curettage. Once the resectoscope was assembled and the mannitol solution was connected and the infusion pump connected infusion of mannitol was initiated but very little pressure could be accomplished for technical reasons of unknown origin. As the procedure proceeded the minimal mannitol pressure became a dominant feature which disallowed proceeding with the remainder of the resection. In fact only approximately 10% of the submucous myoma was cut by the resectoscope prior to the technical difficulties becoming extensive enough to create termination of the procedure.